Event description:
Pocket erosion was reported. The pocket was revised and an antibiotic pouch was used to contain the device and leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968 implantable pacing lead 2007 (B)(6); 3830 implantable pacing lead 2007 (B)(6). (B)(4).